Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a patient with a valve model 7300tfx29 implanted in the mitral position was scheduled for a valve-in-valve intervention after approximately six (6) years and one (1) month of implant duration due to valve degeneration leading to mitral insufficiency. As reported, the patient presented with fatigue. Reportedly, the procedure could not finally be performed. Per response received, the patient did not suffer any injury and the valve-in-valve procedure was postponed. The patient was noted as to be doing well.

Event description:
Edwards received notification that a patient with a valve model 7300tfx29 implanted in the mitral position was scheduled for a valve-in-valve intervention after approximately six (6) years and one (1) month of implant duration due to valve degeneration leading to mitral insufficiency. As reported, the patient was symptomatic before valve replacement. Reportedly, the procedure could not finally be performed. Per response received, the patient did not suffer any injury and the valve-in-valve procedure was postponed. The patient was noted as to be doing well.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.